Manufacturer narrative:
(B)(4). Physio-control provided the customer with additional technical assistance over the phone. Through the course of troubleshooting their device, the customer determined that it would not power on while the third party usb data cable was plugged into the device's system connector. When the third party usb data cable was removed, the device powered on as expected. The customer then installed a new third party usb data cable from their inventory and normal device operation was observed. The device has been placed back into service for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. There was no patient use associated with the reported event.